Manufacturer narrative:
Reviewed the surgery and scanning imaging on both procedures submitted and reported and found nothing remarkable with either procedure indicating or demonstrating a posterior capsule rupture during the procedures performed on the system. System functioned as designed. No further clinical follow-up required.

Event description:
On 05/21/2025 it was reported to customer service that on lls5109 the surgeon experienced a capsular rupture with two patients.